Event description:
What looks like a hair found in a sterile syringe. We have not found this in any other. The lot number is 210310 with an expiration date of [redacted date]. The manufacturer/vendor is medline industries and the catalog# is syr160010.